Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown)1500 mcg/ml at 255 via an implantable pump for unknown indication for use. It was reported that the patient called office yesterday reporting of discomfort at pump site. He had a tooth infection recently per the office. Environmental/external/patient factors that may have led or contributed to the issue were unknown. Further reported that surgery scheduled and there was no signs of infection. The hcp washed out site and pump segment was twisted so was replaced prophylactically during the case. The issue was resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 117 kg and the patient had medical history of a recent tooth infection.